Event description:
It was reported that during follow up, exit block, low sensing, and an increase in impedance were observed. The lead was capped and replaced. The patient was fine and there were no complications.